Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been in service in the past 12 months. Functional checks and visual testing was performed. The customer reported problem was replicated as investigation found a nonfunctional downstream occlusion (dso) sensor. The cause of the problem was fluid ingression which damaged the mainboard. The mainboard and dso sensor will be replaced.

Event description:
It was reported that the device exhibited, ¿no cassette recognition¿. The event occurred during device preparation and commissioning. There was no patient involvement.